Event description:
Healthcare professional reported right side "capsular contracture baker grade iii and implant rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii and implant rupture". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d.9., h.3., h.6. Device evaluation the device related to the reported events of rupture and capsular contracture was received on august 25, 2025, with lot number 3438071. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as fold flaw opening and missing shell observed assessed as inconclusive no additional observations performed on the device. No further actions are required.